Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that a pump has a keypad with two malfunction keys. There was no pt injury.